Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was vomiting and ended up unconscious, in a coma. She was hospitalized 6 to 7 years ago with a high blood glucose level of 1,800 mg/dl. The customer had a diabetic ketoacidosis. The customer was in the hospital for 10 days. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.